Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus and evaluated, and the reported connecting tube cannot be connected in the reprocessing basin was confirmed due to breakage of the tube. Based on the results of the investigation, the root cause of the cracked connectors, and tabs were broken off out-of-box was cause of external stress above, the user may have applied force toward incorrect direction. The event can be detected/prevented by following the instructions for use which state: ¿user can detect the event by conducting the inspection below. 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor accessories' connectors were cracked, and tabs were broken off out-of-box. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be retuned for evaluation of the reported issue. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
D4: lot number has been provided. H4: device manufacturer date has been provided.